Event description:
The facility reported that an infusion pump "turned on by itself". It is not known if the failure occurred while infusing. The facility's representative stated that no pt injury was reported on this pump since the last baxter service event. Info regarding pt demographics, medication involved and device programming was requested but none provided.